Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV cont e1 phone number - (B)(6).

Event description:
Health care professional reported intracapsular rupture, capsular contracture baker grade IV diagnosed via MRI, breasts are very hard, deformed and painful to touch. This relates to the right side. Device has been explanted.